Manufacturer narrative:
Additional information received that a second valve was implanted due to calcification. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years and nine months following the implant of this transcatheter bioprosthetic pulmonary valve, a second valve was implanted for an unknown reason. No additional adverse patient effects were reported.